Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An avx® thrombectomy set catheter was selected for a thrombectomy procedure in a dialysis access graft of the patient's arm. During thrombectomy, a 'check saline supply' message occurred and the system stopped. The console was reset and aspiration was initiated for another couple of seconds; however a 'check saline supply' message occurred again. The console was reset again; however the issue persisted. The procedure was completed with another avx® thrombectomy set catheter. There were no patient complications and the patient condition is fine.